Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
No expiry date on inner. It was reported that only the outer unit displayed an expiry date. After opening the outer package, the inner package only displayed a lot number and not the expiry date. Customer expressed dissatisfaction with this as she believes the expiry date should be printed on both the inner and outer packaging.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: three photo samples were provided to our quality team for investigation. Upon visual inspection of the photos, for lot number 00001446110 it was observed that the bottom half of the information, which include the expiration date is not included in the label; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001446110 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and additional training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No expiry date on inner. It was reported that only the outer unit displayed an expiry date. After opening the outer package, the inner package only displayed a lot number and not the expiry date. Customer expressed dissatisfaction with this as she believes the expiry date should be printed on both the inner and outer packaging.